Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a hospital was inquiring why this cardiac resynchronization therapy defibrillator (crt-d) bradycardia feature was programmed to ooo. The patient reported experiencing bradycardia but their heart rate did not get lower than 45 beats per minute and they were not pacemaker dependent. Boston scientific technical services reviewed data from the crt-d and confirmed it was purposefully programmed to ooo in the past. The field representative reprogrammed the crt-d to ddd mode and it remains implanted and in service. No adverse patient effects were reported.